Event description:
The customer complains that the order of the instruction in the directions for use this product can cause the tube to migrate into the right mainstem bronchus when the strap is secured last. When a problem occurs, the bite block is then obstructing the teeth, preventing a quick check of distances. They feel that if the strap is placed before the screw clamp is tightened, there is loss of chance of problems. They have had this problem on other pts but have reported the following incident as an example the incident occurred in june or july and involved a multi-trauma pt with chest injuries who was collared and on a ventillator. At one point, decreased breath sounds on the left side was observed. Tube assessment by checking teeth-to-tube was obstructed by the bite block and the pt appeared to have apheumothorax. It was confirmed by x-ray that the tube (which had been confirmed to be properly placed) had migrated into the right mainstem. The screw and strap were loosened, the strap reapplied, and finally the screw tightened again. This allowed the final position of the tube to remain in place.